Event description:
It was reported that a cleared-reset error code occurred during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked case on corner, scratched lens and contaminated of fluid. Functional testing found the problem was duplicated. Device was found to be displaying "1822" error code message on power up and goes into "1871" error code alarm message during investigation. Found fluid ingression microprocessor unit (mpu) board, motor and optical switch. Replace mpu board, motor, optical switch. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num.